Event description:
It was reported that during a rectum procedure, the surgeon used the contour to resect the rectum. The contour cut the tissue but it didn't staple. They have searched for the staples in the abdomen but they could not find any. They used a clamp and suture to finish the procedure. No patient consequences. No patient consequence.

Manufacturer narrative:
(B)(4). Additional information provided: at what firing did this occur? At the first firing. Was the device reloaded with the retaining cap on the cartridge? They didn't have to reload the device, it was already preloaded when it came out of the package and they removed the retaining cap from the cartridge before they used the device. Was there any bleeding? If so how much bleeding? There was bleeding, but not much. It didn't cause any problems. Did the patient receive any blood products? No. Is it possible to examine if there were no staples in the preloaded cartridge? The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.